Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer stated they received calibration alarms on their calibration. The customer found the calibration to be acceptable since qc was in range. The field service engineer (fse) found contamination in some of the tubing and identified an issue with the electrodes. The fse flushed the tubing pathways, activated and primed the electrodes, and performed some additional checks. The ise checks were acceptable and the customer ran calibration and qc with acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of questionable potassium results for 4 patient samples on a cobas 6000 c (501) module analyzer. One of the patient's also had a questionable ise indirect na+ for gen.2 result. The customer noted the questionable results after instrument and calibration alarms. Patient 1 (x6232): the initial potassium result was 3.6 mmol/l, the repeat result was 4.05 mmol/l, and the repeat result after service was 4.11 mmol/l. Patient 2 (x6235): the initial potassium result was 4.9 mmol/l, the repeat result was 5.43 mmol/l with a data flag, and the repeat result after service was 5.41 mmol/l with a data flag. The initial sodium result was 125 mmol/l, the repeat result was 133 mmol/l with a data flag, and the repeat result after service was 131 mmol/l with a data flag. Patient 4 (x6214): the initial potassium result was 4 mmol/l and the repeat result was 4.9 mmol/l. Patient 6 (x6243): the initial potassium result was 4.4 mmol/l, the repeat result was 5.19 mmol/l with a data flag, and the repeat result after service was 5.21 mmol/l with a data flag. It was noted that the sample collection date was 02-may-2021, the tests were performed on (B)(6) 2021. The questionable results were reported outside the laboratory. Electrode lot numbers are as follows, the expiration dates were asked for but not provided: potassium: s6923, sodium: j6525.